Event description:
Follow-up identified the system explant took place on (B)(6) 2017. The issue has been resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced increased pain and an increase in falls. As a result, surgical intervention may be undertaken as the next course of action.